Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, it was observed the new atrial lead had helix damage after attempting to be placed multiple times. The lead was exchanged without issue. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one-piece measuring 46.3cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.